Manufacturer narrative:
PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were increasing n1 false positives for covid. No patient impact. The following information was provided by the initial reporter: increasing positives for n1 (false positives): covid.

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). A bd field service engineer was dispatched and pulled database files. They suggested the issue could be caused by contamination. The bd fse cleaned the interior and exterior of the instrument and surrounding peripherals. Continued cleaning led to the resolution of this issue. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to contamination. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were increasing n1 false positives for covid. No patient impact. The following information was provided by the initial reporter: increasing positives for n1 (false positives): covid.